Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/ irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is patient's concern with the product and inflammation/irritation.

Event description:
Patient reported experiencing right side "unusual pain, tingling, swelling, numbness, or burning of the breast." Healthcare professional reported exchange due to voluntary recall. Device remains implanted.